Manufacturer narrative:
Patient medications include but are not limited to: pacemaker; cardiac catheterization; right knee arthroscopy; medications: gabapentin 100mg; latanaprost .005%; irbesartan 75mg; vitron c 65-125mg; lasix 40mg; xarelto 20mg; amlodipine besylate 5 mg; methimazole 5 mg; zantac 150mg; aspirin 81mg; coreg 12.5mg; rosuvastatin 20mg.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with four gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2020, the patient presented with an enlarging aneurysmal left common iliac artery (lcia) just distal to the contralateral leg component originally placed. The patient underwent reintervention and an additional contralateral leg component was placed to extend coverage and obtain good seal just prior to the origin of the left hypogastric artery. Good distal seal was achieved. The patient tolerated the procedure with good results. The physician attributed the enlargement of the lcia to disease progression.

Manufacturer narrative:
H6: code 213: a review of the manufacturing records verified the lot met pre-release specifications.